Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had replace battery without a low battery warning. Customer's blood glucose level was 300 mg/dl. Customer was advised to disconnect from the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display. Problem isolated to battery tube assembly. Unable to confirm replace battery now alarms or unexpected battery power loss due to blank display.